Event description:
Customer states there is white powder coming out of the bottom of the concentrator and it has happened ever since she received the unit. Customer states the unit is working fine, otherwise. Customer ordered through vitality medical - online company. Dealer advised customer to contact invacare. Provided customer with service centers.